Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), nonstructural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to leaflet immobility/restricted motion. Therefore, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from china, a patient with a 6900 valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and two (2) months due to limited leaflet mobility. A 26mm transcatheter valve was implanted within the edwards surgical device. The patient was discharged home.

Event description:
Per the report received from china, a patient with a 6900 valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and two (2) months due to limited leaflet mobility. A transcatheter valve was implanted within the edwards surgical device.

Manufacturer narrative:
D6a. If implanted, give date: the implant date was only known as "2019". Thus, (B)(6) 2019 was used to calculate the minimum implant duration. H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.